Manufacturer narrative:
The customer called technical support to report that the touchscreen was not responding intermittently. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. Per initial good faith effort (gfe) response, the touchscreen was replaced and working correctly. Per follow-up good faith effort (gfe) response, the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The customer called technical support to report that the touchscreen was not responding intermittently. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. The biomedical engineer (bme) stated that the touchscreen was replaced and working correctly. Case information regarding whether the device has passed the required performance verification tests per philips standard and has been returned to service is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding intermittently. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding intermittently. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. The investigation is ongoing.